Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021; product type: lead, product ID: neu _unknown_lead, serial#: unknown; product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-dec-2021, UDI#: (B)(4); product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 04-dec-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient would like coverage for low back pain. Currently helps with leg pain. Programming was performed. These leads were placed by another doctor and surgeon was trying to improve the lead position to provide more low back coverage.  There was a previously abandoned 977c565 paddle which made advancing the lead difficult and was probably the reason the percutaneous leads were placed where they were. Details of abandoned paddle unknown. Lead appeared to migrate slightly and dr. Tried to advance lead and reposition. He was able to advance it slightly.